Event description:
It was reported that a 72-year-old female patient underwent a paroxysmal atrial fibrillation ablation procedure and suffered cardiac tamponade requiring pericardiocentesis. Additional information was received on 07/24/2018: physician's opinion regarding the cause of the adverse event is that it was procedure-related, he suspected that the patient event occurred during transseptal puncture. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).